Manufacturer narrative:
(B)(4). D10: cat#: 802203602, lot#: 3153662 femoral head. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 2 years and nine months post-implantation, the patient underwent a hip revision due to dislocation. A new head and liner were placed. Attempts have been made and no further information has been provided.